Manufacturer narrative:
Device is a combination product. E1: (B)(6) hospital. Device evaluated by MFR.: a promus stent delivery system was returned for analysis without a manifold. A visual examination of the stent found evidence of distal strut damage. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 2cm proximal to the distal end of the strain relief, with the manifold missing. A visual examination of the outer and inner lumen and mid-shaft section found a kink on the polymer extrusion shaft 135.5cm distal to distal end of the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 20-24mmx2.75-3.25mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.75x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the break occurred when the physician removed the stent outside the patient's body. No fragment left inside the patient.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 20-24mmx2.75-3.25mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.75x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.